Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: only the main coil was returned for evaluation. Visual and microscope inspections were performed. It was observed that the main coil was bent and stretched at the coil zap tip and primary coil section, moreover the zap tip was detached. Dimensional inspection of the main coil revealed the components were within specification. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 26jun2025. It was reported that coil was unable to advance and unable to be withdrawn from the catheter. The patient was presented with a left internal iliac artery aneurysm. The target lesion was located in the left and right internal iliac arteries. An 8mm x 40cm interlock?-35 was selected for use. During the procedure, a guidewire crossed from the right puncture site to the left internal iliac artery and a non-boston scientific contrast catheter was used for super-selective catheterization to reach the embolization site. When delivering the coil, it was noted that the coil could not be delivered out of the cannula. Several attempts were made but failed to deliver the coil out, nor could it be retracted. The coil was withdrawn with the catheter together. The left brachial artery was punctured, and another 5f125 non-boston scientific contrast catheter was used to reach the embolization site. Another coil was used to complete the procedure. There were no patient complications as a result of this event. However, device analysis revealed detached zap tip.